Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unresponsive. The customer reverted to an alternate method of insulin therapy. The customer experieneced elevated blood glucose (bg) level of 500-550mg/dl. Elevated bg was addressed via manual injection.